Event description:
One day after insertion of the iab, helium leak alarms were noted. Because of this, the iab was removed and replaced. The patient later expired after undergoing a bronchoscopy. The incident with the iab had no impact on the patient's death.